Event description:
The customer reported to beckman coulter (bec) a leak of an unknown amount from the white blood cell (wbc) bath which was not draining and overflowing on the coulter act 8/10 analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection to this event. No death or injury was attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter customer technical specialist (cts) advised the customer to drain the baths and fill the white blood cell (wbc) bath with 50/50 bleach solution and run another drain bath. After trouble shooting the customer stated that the fluid flow appeared to be normal. The customer ran a start-up and noted the hemoglobin (hgb) was failing. The customer was advised to prime the instrument and run the start-up again, and this resolved the hgb issue. The cts instructed the customer to call back if they experienced further issues. To date the customer has not called back with any further issues concerning this event. The failure mode was related to wbc bath. (B)(4).